Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a button anomaly. Customer's blood glucose reading was 400 mg/dl. Customer was advised to revert to a back-up plan. Nothing was replaced or returned.